Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. And also identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening; a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported left side ¿rupture¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side ¿rupture¿. The device has been explanted.